Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer also reported that they were receiving unexpected restart alarm. The customer's blood glucose was 454 mg/dl at the time of incident. The customer stated that they were light headed and they were feeling dizzy. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the insulin pump was stored without a battery for an extended period of time. The customer was assisted in clearing the alarm. The insulin pump will not be returned for analysis.